Event description:
A patient reported losing control of their bladder and they cannot feel stimulation. They said they have never had their device reprogrammed since implant, and the last time the patient was checked was several months prior to the report. Their settings were believed to be either 7.0 or 8.0. The possibility of an implantable neurostimulator (ins) depletion was reviewed with the patient. The patient also reported having poor communication wit h the patient programmer and it happens both with and without the antenna. It was suggested that the patient follow up with their healthcare provider (hcp) to have the device checked. The ins is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's battery was depleted. They were scheduled to have it replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.